Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI. Device remains implanted.

Manufacturer narrative:
The event of rupture is not reportable as the device is not PMA approved. Additional, corrected and/or changed data: g.4.

Event description:
It has been determined that the device associated with this complaint is not pmaapproved. This record is no longer reportable to FDA and will be un-reported.